Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a damaged pin in the electrode belt trunk cable connector. The cause for the damaged pin cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged pin in the electrode belt trunk cable connector. The last pt to use this belt did not report any deficiencies.